Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the patient¿s heart wall at implant procedure. The physician subsequently performed pericardial window successfully. The rv lead is still implanted and remains in service. No additional adverse patient effects were reported.